Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report #3005099803-2017-01135 and MFR. Report # 3005099803-2017-01136). It was reported to boston scientific corporation that a polaris ultra stent and an ascerta stent were meant to be used for a cysto stent exchange procedure on (B)(6) 2017. According to the complainant, it was noticed during preparation for the procedure that the inner box containing the sterile device was crumpled on the corner. Reportedly, it was assumed that the sterility of the product was compromised. However, the inner box was not opened to check the sterile pouch containing the device. It is unknown if the outer shipping box was damaged. The device was not used in the procedure, and the procedure was completed with a different device. There were no patient complications reported as a result of this event, and the patient¿s condition at the conclusion of the procedure was reported to be fine.